Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13 & 22) enter investigation findings: the device was returned to the factory for evaluation on 06/25/2021. An investigation was conducted on 07/07/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle. The c-ring was observed to be transected and melted in the center of the c-ring. A mechanical evaluation was conducted. A 5cc syringe, filled with saline was attached to the irrigation line on the cannula and squeezed the syringe to spray the saline. There was two streams of water coming out of the cannula. Based on the returned condition of the device, the reported failure "inability to irrigate" was confirmed.

Event description:
Related complaint tw ID# (B)(4).

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related complaints tw ID# (B)(4) additional complaint record has been created due to unrelated failure mode (s). The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, during vessel ligation phase of evh, harvester tried to use syringe to irrigate and clean the endoscope. The irrigation did not work and the harvester pulled out the evh device for visual inspection. Upon inspection, the c-ring was broken. No items were retained in the patient. Nothing fell into the patient. A second evh was opened to complete the case without further incidents. No patient injury reported.